Manufacturer narrative:
Patient¿s weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hardware removal surgery. During the surgery, a stardrive screwdriver shaft broke off in the screw head while attempting to remove a headless compression screw that had backed out into the knee joint. The screw was originally implanted several years ago. The surgeon had to remove the screw by drilling over it. This caused an unknown length of surgical delay and more x-rays had to be taken. Patient and procedure outcomes were unknown. (B)(4) will capture the intra-operative events, where the stardrive screwdriver shaft broke. (B)(4) will capture the post-operative events, where an implant was found out to have backed out. Concomitant device reported: 1.5mm headless compression screw: (part# unknown, lot# unknown, qty# 1). This report is for one (1) stardrive screwdriver shaft for 1.5mm hcs t4. This is report 1 of 2 for (B)(4).